Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient had a second knee revision.

Manufacturer narrative:
An event regarding revision for an unknown reason involving a triathlon femoral component was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review was not performed as no device specific failure modes were identified. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics

Event description:
It was reported that the patient had a second knee revision.